Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient was being shocked by their implantable pump, saying it "feels like I have a neuro stim". The patient also reported that they had a "lump" in their back. No interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.